Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system. It was reported a csf leak occurred during the procedure. It was reported the physician placed one lead and the csf leak occurred when the physician used the epidural needle before placing a second lead. The physician elected to complete the procedure utilizing one lead. The pt denied a headache. The physician instructed the pt to lay on her back for the next several days following the procedure.